Event description:
The iab leaked. This was the only info at the time for the initial report. On 11/5/97 datascope received the mandatory medwatch form from the facility; uf/dist report number: none reported. The following was reported: the pt underwent propylactic intra-aortic balloon pump (iabp) catheter insertion for emergent coronary artery bypass graft procedure. Post-operatively, the extension catheter was noted to have blood in it. The iabp was discontinued and the catheter was removed. Event complications: unk - reported 10/10/97 and 11/5/97. Pt current status: unk - rpt'd 10/10 & 11/5.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.